Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified distributor, reported that the companion 2 driver was on patient for several hours and functioned fine with no vacuum. When adjusting vacuum to -8, the driver exhibited a fault alarm while supporting the patient. Upon resetting the power there was still no vacuum. The customer also reported that the patient was subsequently switched to a backup companion 2 driver. There was no reported adverse patient impact.

Event description:
The customer, a syncardia certified distributor, reported that the companion 2 driver was on patient for several hours and functioned fine with no vacuum. When adjusting vacuum to -8, the driver exhibited a fault alarm while supporting the patient. Upon resetting the power there was still no vacuum. The customer also reported that the patient was subsequently switched to a backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found system malfunction alarms and vacuum incorrect alarms recorded in driver's data file. Visual inspection of external and internal components found no abnormalities. Driver passed all functional testing for acceptance at incoming inspection. Additional testing included running five power cycle tests at each vacuum setting at which an alarm had previously annunciated. Vacuums set at -7mmhg (left vacuum) and -10 mmhg (right vacuum) resulted in a system malfunction along with a right vacuum incorrect alarm every time. Power cycles were repeated with a known functional pressure sensor board. The problem could not be replicated with the replacement board. The problem was replicated again when the original board was reinstalled, confirming the component malfunction. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; the root cause of the reported system malfunction alarms and loss of vacuums was determined to be a nonconforming pressure sensor board. Failure investigation identified no other test failures or damage that could have contributed to the reported complaint. Patient was switched to a backup driver without reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.